Event description:
It was reported that the intermittent catheters were too dry and not lubricated enough. This cause patient to bleed one time. No medical intervention was reported. Per customer via phone on 12feb2025, it was reported that the catheters would only insert halfway and had to be forced which caused the bleeding. The customer was no longer using and now using magic3 which are working much better for them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified since root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "indications for use: for urological use only. Magic3¿ intermittent urinary catheters are intended for use by adult and pediatric patients for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Intended users: healthcare professionals and/or lay users. Contraindications: none known. Warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Precautions: do not use device if package is opened or damaged. Inspect the catheter before use. Do not use the device if damaged. If you have any clinical concerns with the use of this device for your condition, please contact your healthcare physician. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/ or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheters were too dry and not lubricated enough. This cause patient to bleed one time. No medical intervention was reported. Per customer via phone on (B)(6) 2025, it was reported that the catheters would only insert halfway and had to be forced which caused the bleeding. The customer was no longer using and now using magic3 which are working much better for them.